Manufacturer narrative:
Review of the device log indicated critical errors consistent with the customer's report. However, the reported problem could not be duplicated. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The hv module was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that the during a routine shift check by a clinician, the device's defib mode was not working. Complainant indicated that there was no patient involvement in the reported malfunction.